Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level over 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and was released on (B)(6) 2020. Customer alleged kidneys started ¿shutting down¿, however, customer did not experience any kidney issues at the time of the call. Customer alleged pump did not deliver insulin as intended. Tandem technical support performed a pump system check and reviewed pump data and found that the pump functioned as intended. Reportedly, the customer changed the pump supplies and continued to use the pump for insulin therapy.